Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received discrepant results for one patient tested with accu-chek inform ii meter serial numbers (B)(4). At 8:30 p.m. On (B)(6) 2020, a sample from the patient was tested using meter serial number (B)(4) and the glucose result was 328 mg/dl. At 8:33 p.m. On the same day, a sample from the patient was tested using meter serial number (B)(4), resulting with a glucose value of 93 mg/dl. The 93 mg/dl value was believed to be accurate. At 12:01 a.m. On (B)(6) 2020, a sample from the patient was tested using meter serial number (B)(4) and the glucose result was 204 mg/dl. At 12:02 a.m. On the same day, a sample from the patient was tested using meter serial number (B)(4), resulting with a glucose value of 105 mg/dl. The 105 mg/dl value was believed to be accurate.